Event description:
It was reported that cartridge alarm occurred repeatedly and prevented successful loading of consecutive cartridges, even when proper loading steps were followed. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, instructed customer to place malfunctioning pump in storage mode and return it within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.